Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had an atrial fibrillation ablation. The patient was cardioverted and a few beats of non capture on the right and left ventricle were noted. The device was checked and was functioning normally. The device remains in use. No patient complications were reported as a result of this event.